Event description:
It was reported that the customer's insulin pump alarmed and insulin squirted out during the manual prime process. The caller also stated that the device was stuck in the prime loop and they are in the way to the emergency room. Troubleshooting was performed, and the drive support cap was sticking out. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the alarm.